Manufacturer narrative:
Patient 2 also had questionable potassium (k) results. The initial k result was 3.5 mmol/l. The repeat result was 4.0 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The k electrode lot number was r17. The expiration date was not provided.

Event description:
We received an allegation of questionable ise results for 2 patients' samples tested on a cobas 8000 ise module. Results for the following tests were affected: sodium (na) and chloride (cl). Sample 1 (patient 1): na: initial results: 147 mmol/l. Rerun results:140 mmol/l. Sample 2 (patient 2): na: initial result: 122 mmol/l. Rerun results: 143 mmol/l. Cl: initial result: 121 mmol/l. Rerun results: 104 mmol/l. The rerun results were obtained by testing the original samples. The questionable results were reported outside the laboratory. The repeat results were deemed to be correct. The na electrode lot number was h73. The expiration date was not provided. The cl electrode lot number was d07. The expiration date was not provided.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2023 and it was within the range. Qc was acceptable prior to the event. The alarm trace showed abnormal aspiration (sample probes) alarms. The field service engineer (fse) found that the solenoid valve was sticking. The fse replaced the valve. Ise calibration was done and it was acceptable. Precision studies were performed and they were within specification. The service actions resolved the issue. H3 other text : na.